Manufacturer narrative:
This report is submitted on december 8, 2020.

Event description:
Per the clinic, the patient experienced an abscess resulting in an explant of the magnet on (B)(6) 2020. It is unknown if there are plans to re-implant the patient with another device.